Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited backup mode with high voltage (hv) therapies disabled after off-label use of magnetic resonance imaging (MRI). Programming changes were performed to resolve the issue. There were no patient consequences.